Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
It was reported via phone call that the customer's insulin pump alarmed with off no power with a low battery warning. The patient's blood glucose at the time of incident was 20 mmol/l. Troubleshooting was initiated for the off no power issue. The insulin pump had been experiencing power loss on an increasingly frequent basis. It was confirmed that the pump had not been bumped or dropped, and that there were not any unattended alarms. The battery cap was not cracked, loose, or damaged. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.